Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized for hypoglycemia on (B)(6) 2020 at 1:30 pm with a blood glucose level of 29 mg/dl. The customer was found unconscious and taken to the hospital. The customer did not provide symptoms of their low blood glucose levels. The customer was treated with food and tablets. It was unknown weather the customer was wearing the insulin pump during the hospitalization. The customer first alleged that the insulin pump was over delivering insulin, but after troubleshooting the issue and the device worked as designed. The customer stated that they no longer believe the insulin pump was over delivering insulin. The insulin pump will not be returned for analysis.